Manufacturer narrative:
The technician found the latch guard was bent, preventing the latch from locking onto the pin. The technician adjusted the latch plate guard to repair the bed.

Event description:
Information received indicates the siderail will not latch.